Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a unspecified procedure with mentor memorygel breast implant 325cc and an unspecified mentor gel implant and experienced autoimmune symptoms including joint pain in knees and hips, swelling, bone pain, hand and foot pain, fatigue, mouth sores, rash, and memory concentration problems. The patient was diagnosed with undifferentiated connective tissue disorder and tested positive on an ana test. As a result, the patient underwent explantation on (B)(6) 2017. This report is for the first of two devices.